Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Found canula bent unable to confirm customer received sensor in said condition due to customer returning it opened and used.

Event description:
Customer complained about the sensors not functioning properly. Customer stated that the sensors are not lasting more than two days. Customer stated there are differences between sensor glucose readings and blood glucose readings. Customer is receiving intermittent calibration errors alerts. Customer stated that the alert did not occur shortly after performing find lost sensor and not as a result of the first calibration attempt after initialization. Customer is using two linked meters and calibrating at the appropriate frequency. Customer experienced low blood glucose of 49 mg/dl and stated she was not hospitalized and treated with glucose tablets. Nothing further reported.